Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl and it was addressed with a manual injection. Reportedly, there were air bubbles in the tubing. Also, the customer suspected the cause of the elevated bg level was due using a 6 mm cannula instead of a 9 mm cannula as that is what their distributer sent. It was noted that the customer declined troubleshooting with tandem's technical support.